Manufacturer narrative:
Additional information for: g4, g7, h2, h6, and h10. An event of a ruptured leaflet was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
A mitral epic valve (size and serial# unknown) was successfully implanted in the patient. One year post-implant, a ruptured leaflet was detected on echo. The valve is currently implanted and the patient generally feels unwell. The patient is currently awaiting to undergo a transcatheter procedure.